Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was explanted after dislodging. The hospital retained possession of the lead. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted deformed coils at 15.5 centimeters (cm) from the terminal pin, a cut in the lead insulation at 19.5 cm from the terminal pin and dried blood/body fluid around the helix. The lead passed electrical testing and testing of the helix mechanism identified no anomalies. The deformed coils and cut in the insulation was determined to be induced during the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations and did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.